Manufacturer narrative:
Lumenis investigated the reported event by contacting FDA directly to obtain additional patient information, subject device serial number and/or end user facility information, which was not available and not provided. Due to the information provided and/or lack thereof, a serious injury cannot be confirmed. Lumenis is reporting the event as an abundance of caution. Should additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
A patient reported on a voluntary medwatch (mw5078865) that they were treated for an increasing level of incontinence with a lumenis femtouch handpiece via acupulse laser. Report indicates that since receiving treatment, the patient is experiencing a constant burning sensation and prolonged menstrual cycle.